Manufacturer narrative:
H6. Investigation summary: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using an unspecified bd alaris tubing the tubing disconnected spontaneously. There was no report of patient impact. The following information was provided by the initial reporter: channel with vasopressin infusion disconnected multiple times in ambulance during transport to arh ICU.

Event description:
It was reported while using an unspecified bd alaris tubing the tubing disconnected spontaneously. There was no report of patient impact. The following information was provided by the initial reporter: channel with vasopressin infusion disconnected multiple times in ambulance during transport to (B)(6).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.